Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of the atrial signal resulting in two stored non-sustained episodes. Rhythmcare then provided further troubleshooting options to be considered. This device remains in service. No adverse patient effects were reported.